Event description:
(B)(4) clinical study. It was reported that following a coronary artery stenting treatment procedure, the patient required a target vessel revascularization (tvr). The native target lesion was located in the distal left anterior descending artery (dist lad). The physician treated the lesion with placement of a 3.0x12mm taxus element stent. In (B)(6) 2011, the patient required a target vessel revascularization. No additional information is available at this time.

Manufacturer narrative:
Device is a combination product device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).